Event description:
According to the reporter during servicing, the device shows yellow error message. Another adapter was retrieved from the customers stock to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident is that the reported condition of a yellow swim lane and determined the root cause was an authentication error. The cause of the authentication error was a corrupt secret address. The cause of the corrupt secret address cannot be determined.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was at the home position and there was no damage to the adapter. A review of the system logs showed that the one wire secret address had been lost. It was reported that the screen displayed a yellow swimlane aligned with the adapter symbol. This indicates a general adapter error. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.